Manufacturer narrative:
Cmp-1032119 d10- medical product psn fem cr cmt ccr nrw sz 7 l, item# 42502006201, lot# 67592853. Psn tib np stm 5 deg sz d l, item# 42532006701, lot# 67480663. Psn mc ve asf l 11mm 6-7/cd, item# 42512100411, lot# 67561382. Canary tibial ext 14x30mm, item# 43557003014, lot# 035134. Biomet bc r 1x40 us, item# 110035368, lot# au15ae1603. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing severe pain to the point of being brought to tears approximately eleven days post implantation. Patient prescribed a medrol dosepak and celebrex to be started after medrol dosepak for continued management of pain and inflammation. Attempts to obtain additional information have been made; however, no more information is available.